Manufacturer narrative:
The returned valve was patent. The valve met requirements for the siphon, reflux, pressure flow and preimplantation tests. However, it did not meet the requirements for leak testing due to a tear in the bottom of the delta chamber. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. There was proteinaceous debris observed within the interior and exterior of the valve. Approximately 122 cm of the peritoneal catheter was returned. The peritoneal catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the delta chamber was found to be leaking intraoperatively. Reportedly, there was no injury to the patient.